Event description:
It was reported that when using the bd pyxis¿ medflex 2000, drawers were not opening. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were not opening. A technical support specialist (tss) remoted into the cabinet and confirmed that the network adapter had already been populated, and the network configurations were correct. The tss checked the event viewer and found it was associated with product incident (pi) 55845. The tss closed and reopened the medbank application, and the drawers could then be used to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.